Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Sakatani t, amano y, sato j, nagase t. Air embolism after CT-guided percutaneous lung biopsy. Jpn j clin oncol. 2018 jul 1;48(7):699-700. Doi: 10.1093/jjco/hyy072. Pmid: 29788435. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the journal "japanese journal of clinical oncology" titled, "air embolism after CT-guided percutaneous lung biopsy", a 72-year-old male patient underwent lung biopsy using a coaxial 17 gauge introducer with an 18 gauge core biopsy needle. The patient developed air embolism as the needle penetrated the pulmonary vein which existed behind the lung nodule. The current status of the patient was unknown.

Manufacturer narrative:
H11: sakatani t, amano y, sato j, nagase t. Air embolism after CT-guided percutaneous lung biopsy. Jpn j clin oncol. 2018 jul 1;48(7):699-700. Doi: 10.1093/jjco/hyy072. Pmid: 29788435. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the adverse event without identified device or use problem could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the journal "japanese journal of clinical oncology" titled, "air embolism after CT-guided percutaneous lung biopsy", a 72-year-old male patient underwent lung biopsy using a coaxial 17 gauge introducer with an 18 gauge core biopsy needle. The patient developed air embolism as the needle penetrated the pulmonary vein which existed behind the lung nodule. A follow-up CT after 100% oxygen treatment and edaravone administration showed complete resolution of cerebral embolism and left homonymous hemianopsia began to recover. The current status of the patient was unknown.